Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose of 665 mg/dl and 414 mg/dl. Customer¿s blood glucose was 140 mg/dl at the time of call. The nurse stated that the customer was vomiting. Customer was wearing the insulin pump during hospitalization. Nurse stated that drive support cap was normal and there was no leaks or air bubbles. Nurse reported that insulin was exited at quick release. The nurse performed displacement test and the insulin pump passed. Customer was advised to change entire set, insulin and treat as per health care professional¿s instructions. Insulin pump will not be return for analysis.